Event description:
A problem was reported with respiratory gating software v1.7 whereby if the gating options are edited during treatment (when "phase" gating is selected), the phase setting will reset to the default, overwriting any customer setting that had been selected. This anomaly does not affect "amplitude" gating mode. If the default setting is not detected the clinac may beam on when the intent was to beam off, and vice versa, during the breathing cycle. In this circumstance any variance from prescription would be highly dependent on the type of treatment modality employed during the course of a patient's actual treatment. This issue was caught prior to treatment and corrected such that treatment was delivered as planned. There have been no other reports of this problem from the customer base.

Manufacturer narrative:
The problem was reproducible at both the customer site and during in-house testing. The problem only occurs if the gating options are edited during treatment. In most instances the options are set during treatment planning. These are numerous mitigations to indicate that the probability of any harm occurring as a result of this malfunction is very low. However, since the malfunction may be difficult to detect in certain circumstances, and the installed base is relatively small, varian is taking the following actions: notification to customers via a product notification letter of the malfunction and appropriate workaround. Stop shipment and installations of rpm gating software, version 1.7. New installations will be installed with v1.6, with upgrades to the corrected v1.7.x dependant upon service contract status, marketing discretion, etc. Mandatory upgrade to the corrected v1.7x is not required for customers that intended to purchase v1.6. Modification of software's code to rectify this anomaly followed by mandatory upgrade to the currently installed v1.7 base.